Manufacturer narrative:
On 02/26/18, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with unknown mentor breast implant and experienced deflation on the left breast implant after implantation. The deflation was confirmed by a healthcare professional on (B)(6) 2018. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/13/18, it was reported to mentor that device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 1.5 cm within an area of siltex cracking on the anterior aspect. Product evaluation team also observed an area of siltex cracking on the posterior aspect and parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Corrective action: because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device was replaced with gel mentor memorygel breast implant 400cc. In addition, the date of event was originally reported as (B)(6) 2018, the date of explantation was originally reported as (B)(6) 2018, however, additional information was reported to mentor that the date of event is (B)(6) 2018 and the date of explantation is (B)(6) 2018. (B)(4).